Event description:
It was reported that the 9800 system had a collimator too large error and a ma sensor failure error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib, ps1 power supply, and the backplane were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.